Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacture for evaluation and the reported complaint was not confirmed. The following reportable error codes were logged in the error log: 68, 101, 103, 104, 177, 204. The main pca was replaced. Life related smell was confirmed so the outlet flow paths was replaced.